Event description:
A malfunction alarm was reported, identified as malfunction code 12. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted by technical support in resetting the pump, and no recurrence of the malfunction code was observed afterward. The pump was confirmed as safe to continue using, with instructions provided to call back if any issues recurred.